Event description:
During ivtm therapy, customer noticed the thermogard ivtm system (sn (B)(4) generated an "air trap" alarm, and the saline bag was empty. A leak on the cap of the air trap on the start-up kit (suk) (lot #173015) was observed. The customer tried drying out the present of fluid on thermogard ivtm system but the "air trap" message could not be cleared. The suk was not replaced because the thermogard ivtm system cannot be utilized due to the "air trap" message. Arctic sun pad was used to continue with patient treatment. The catheter dwell time was 2 hours. The catheter insertion was smooth into the patient right femoral vein. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.